Event description:
It was reported that a patient's right atrial lead exhibited atrial oversensing due to lead noise. Programming changes were made on (B)(6) 2022 and the patient was stable throughout the procedure.